Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt complained of issues with device following airport security checks at a foreign airport. It was noted actions were required as a result of the event. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.